Event description:
The support rod ball separated from the support rod assembly of the mayfield skull clamp. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.